Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately seven years later, CT revealed malpositioned filter with fractured struts in right ventricle as well as caval penetration. For the embolized, fractured ivc filter an initial ir retrieval was attempted but the 2 fragments in the right atrium and a right lower lobe segmental branch respectively were deemed not amenable to ir retrieval. Additionally, multiple attempts at retrieving the ivc filter were unsuccessful. Subsequently, x ray abdomen revealed, the ivc filter projects at the level of l2-l3 with sharply angulated struts. Additionally, CT revealed the linear metallic densities in the right ventricle and right lower lobe pulmonary arteries likely represent fractured ivc filter struts. Subsequently, next month filter retrieval attempt was made, and filter was retrieved successfully. The remaining 2 tines were noted to be outside of the ivc, which was confirmed by an intravenous ultrasound. Therefore, the investigation is confirmed for malpositioned filter, filter limb detachment, material deformation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2014), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the detached filter struts retained in the right atrium and right lower lobe of lung. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced shortness of breath and chest pain; however, the current status of the patient is unknown.